Manufacturer narrative:
The stryker service technician identified the stretcher had broken brake cams and also replaced the brake adjuster.

Event description:
It was reported the brakes were not functioning to specification.